Event description:
The device is rebooting. There was no pt involvement with this issue.

Manufacturer narrative:
(B)(4). The device is rebooting. There was no pt involvement with this issue. The compliant is still being investigated. A follow-up report will be submitted upon completion of the investigation.